Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the pads met specifications during evaluation and the reported issue could not be reproduced. Visual evaluation of the returned sample noted 1 opened small arctic gel kit present with original packaging label. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. Chipping on connector for left chest pad. Tubing for the left chest pad and left thigh pad had a kink. Hydrogel was separated and adhering to the liner on the left thigh pad. Two photos were received. One photo shows packaging for two a small and extra small arctic gel kit, with accompanying pr numbers noted on sticky notes. Another photo shows the manufacturing information for two arctic gel pads, the reported issue could not be confirmed from the photos present. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The reported event is unconfirmed, labeling/packaging review is not required. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during patient's use, there was a strange noise from the connection and a low-flow alarm sounded. Air contamination was suspected, and the problem was corrected when the gel pad was replaced. It was noted that there was no patient injury was reported. Per additional information via email from ibc on 10oct2023, it was stated that the suspected air contamination was confirmed during the evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during patient's use, there was a strange noise from the connection and a low-flow alarm sounded. Air contamination was suspected, and the problem was corrected when the gel pad was replaced. It was noted that there was no patient injury was reported.

Event description:
It was reported that during patient's use, there was a strange noise from the connection and a low-flow alarm sounded. Air contamination was suspected, and the problem was corrected when the gel pad was replaced. It was noted that there was no patient injury was reported. Per additional information via email from ibc on 10oct2023, it was stated that the suspected air contamination was confirmed during the evaluation.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the pads met specifications during evaluation and the reported issue could not be reproduced. Visual evaluation of the returned sample noted 1 opened small arctic gel kit present with original packaging label. Visual inspection noted the following: * no obvious visible defects such as cuts or tears in the foam. * chipping on connector for left chest pad * tubing for the left chest pad and left thigh pad had a kink * hydrogel was separated and adhering to the liner on the left thigh pad * two photos were received. One photo shows packaging for two a small and extra small arctic gel kit, with accompanying pr numbers noted on sticky notes. Another photo shows the manufacturing information for two arctic gel pads, the reported issue could not be confirmed from the photos present. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.